Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported beeping sound, which was not reproduced during evaluation due to the device was unable to power on. The cause was determined to be the alternating current (ac) adapter failing to charge the pump. The customer adapter is a non-original equipment manufacturer component. It was determined that the ac adapter failing to charge the pump is the assignable cause of all aspects of the customer reported. "Beeping sound" allegation will be attributed to the device beeping "low to dead" as evaluation states that testing with a known good ac power adapter resulted in the unit functioning as intended. The ac power adapter was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had beeping sound when not powering up. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.